Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The consumer reported issues with (3) freestyle libre 3 sensors, all with unknown serial numbers. This report covers all 3 sensors. At this time, products have not yet been returned and valid serial numbers have not been provided. Extended investigations have been performed for the reported complaints, and it has been determined that there was no indication that the products did not meet specification. Tripped trend reviews were conducted for the reported complaints and the freestyle libre sensors, and no trends were identified that would indicate any product related issues. If the products are returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. The following sections have been updated: a2 - age at time of event . A2 - age units (patient) . A2 - dob. A3 - gender. H10 - additional mfg narrative.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that (3) of their adc devices "failed at 9-10 days" with unknown sensor error message. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that (3) of their adc devices "failed at 9-10 days" with unknown sensor error message. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The consumer reported issues with (3) freestyle libre 3 sensors, all with unknown serial numbers. This report covers all 3 sensors. At this time, products have not yet been returned and valid serial numbers have not been provided. Extended investigations have been performed for the reported complaints, and it has been determined that there was no indication that the products did not meet specification. Tripped trend reviews were conducted for the reported complaints and the freestyle libre sensors, and no trends were identified that would indicate any product related issues. If the products are returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.